Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ consumer.

Event description:
Patient communication received. It was reported that the patient had a hip replacement in 2006. She was experiencing weakness and clicking in the hip. She was also feeling a little light headed off and on and the eyesight was getting worse for both near and farsightedness. Her cobalt level was 40.0 and the surgeon recommended for a hip revision. All mentioned issues are associated with high cobalt.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previous alleged, claim letter alleges that during revision surgery, it was discovered that there was an issue at the trunion, this is the connection of 36 mm-2 cobalt chrome head to the corail stem, and there was also a significant dark material at the trunion. It was also being alleged that the patient experienced complications after surgery such as damage to the achilles nerve, numb tingling pain, difficulty in standing, and sleeping difficulties. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.